Event description:
A malfunction was reported with the pump displaying malf 16. There was no reported impact to the customer¿s blood glucose level. Technical support decided to replace the pump, confirmed the shipping address, and instructed the customer to use multiple daily injections as a backup therapy to ensure insulin delivery is not interrupted. The customer was also guided on how to put the pump into storage mode prior to returning it with a prepaid label, which they understood and acknowledged.